Event description:
The patient presented to the hospital emergency room experiencing phrenic nerve stimulation, which continued even at low outputs, the patient was dependent. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.